Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the investigation. Failure analysis was able to confirm the reported event. A piece of the insulation cuff broke away from the endowrist shaft. The proximal end of the tube extension was missing a 0.117 x 0.277 piece and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. Based on the failure analysis investigation, the initial MDR report is being retracted. Failure analysis determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted cystoprostatectomy, it is alleged that a piece of the monopolar curved scissors instrument insulation cuff broke off and fell inside the patient. The fragment was retrieved from the patient's abdomen during the same surgical procedure. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cystoprostatectomy procedure, a piece of insulation cuff broke off from the monopolar curved scissors instrument and fell inside the patient. The fragment was retrieved from the patient's abdomen during the same surgical procedure. There was no report of patient harm, adverse outcome, or injury. There were also no post-operative complications.